Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. An angiographic complication of lateral branch occlusion occurred during the index procedure. The event was not assessed for relatedness with device.